Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a trocar catheter. The customer reported that one of the perforations was not attached properly and fell inside the patient without the surgeon noticing it. It is the patient himself, feeling pain, who noticed the piece of the device still inside his wound. The piece was then removed.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Mansfield qa has requested additional information but no additional information was available, if additional information is obtained the medwatch form will be updated.